Event description:
It was reported that the pod was due to be changed and that while deactivating the pod, the patient tore skin off along with the pod adhesive. The pod was worn on the patient's arm for between 49 and 71 hours. When the patient arrived home, she noticed the site was bleeding. The following day, the patient went to her doctor and was prescribed antibiotics clindamycin, site was bandage and was given silver cream. The site healed after approximately 2 weeks and there is now a scar. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.